Event description:
The user facility reports incident in which there was a leak on the venous line. The blood volume in the venous line was discarded resulting in ebl = 50cc. No pt injury or need for medical intervention is reported. The complaint sample was discarded and is therefore, not available for investigation.